Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. In addition, there was glass cap detachment. Therefore; the overheating, error message occurrences, and laser going into standby events are confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glass cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported events and identified distal circumferential fracture and glass cap detachment.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber stopped working and overheated after 142,635 joules of fiber use. An error message appeared stating to clean the fiber and the laser went into standby. The procedure was completed using another fiber without patient complications. It was noted that there were no stone in the prostate, the flow valve was opened and fluid was observed to be exiting the metal cap window, there was no excessive tissue accumulated on the tip requiring cleaning, the fiber tip was cleaned once, pressurized saline was used. Analysis of the returned fiber identified a detached glass cap and a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.